Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltage on control panel board was evaluated and adjusted. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would not boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event described in this complaint.